Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn 18gax1.16in prn-cap y non-pvc leaked. The following information was provided by the initial reporter: the nurse in the operating room reported that during the use of the indwelling needle, the isolation plug leaked. The number affected was 1. A green claim is required. A complaint reply letter is required, but a complaint acceptance letter is not required. Samples can be returned and photos can be provided.

Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3199397, is 18g and product code is 383756, produced on 2023/08, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2.the customer returned a sample, as shown in the attached photo 1; take the sample do 45psi system leakage test, and it was found that liquid leaked from the slit of the septum, as shown in the attached video 2; cut open the sample and take out the septum, observed the septum under microscope, found that there is a hole in the non-center position of the septum, which is caused by the needle being deviated from the center when inserting the septum, as shown in the attached photo 3-4; 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: (1) according to the analysis of the samples returned by the customer, it was because the needle was deviated from the center when inserting the septum, resulting in an extra hole in the non-center position of the septum, resulting in product leakage after the needle was withdrawn; (2) the product is 18g, and the needle assembly is assembled at the pg0050 station of the semi-automatic line. It is suspected that the guide gripper is broken,causing the needle can not insert the center of the septum correctly. Corrective action: (1) repair and replace the needle guide gripper,the maintenance records as in attachment 2 .modify the needle assembly machine parameter inspection record document mfg-11030-a, add daily inspections of the guide gripper; (2) trainning the operator to strengthen inspect needle assembly products. If found the products with eccentric needle, need to be removed, and notify the technicians to adjust the equipment immediately. The training record as shown in attachment 3. In summary, this complaint is due to the guide gripper of the needle assembly was broken, failure to insert the center of the septum when assembling the needle, causing the slit of the septum to become larger and leakage. The factory has taken relevant improvement measures and will continue to pay attention to and monitor the trend of defect complaints. H3 other text : see narrative.